Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the monitor seemed to be showing the wrong temperature when the catheter was placed for bladder drainage, while monitoring temperature in the operation room. It was reported that the foley catheter was not working soon after placement. The foley catheter was replaced; therefore, the body temperature was able to be measured soon after.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the monitor seemed to be showing the wrong temperature when the catheter was placed for bladder drainage, while monitoring temperature in the operation room.

Manufacturer narrative:
Received only 3 way tsc catheter. Per the visual inspection, the exterior of the sample was inspected and there was no evidence of a failure that would support the reported event. During functional testing, the returned catheter was inflated with 10cc of water and allowed to stabilize in a 36.69c water bath. Measured the resistance across the thermistor plug and obtained a reading of 1367 ohms, the equivalent of 36.67c. This product has a specified interchangeability of 0.2c at 37.0c. This sample met the interchangeability tolerance. Dissection and microscopic examination of the temperature wire did not find anything to contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the monitor seemed to be showing the wrong temperature when the catheter was placed for bladder drainage, while monitoring temperature in the operation room. It was reported that the foley catheter was not working soon after placement. The foley catheter was replaced; therefore, the body temperature was able to be measured soon after.